Event description:
It was reported that after implantation of a 3.0x18 promus rx stent on 16 august 2010 in the left anterior descending (lad) coronary artery, prior to (B)(6) 2012 the patient experienced angina, a possible myocardial infarction, recurrent ischemic symptoms, nausea, vomiting, diaphoresis, and elevated blood pressure. There was no report of any type of medical intervention reported for treatment of these symptoms. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of angina, ischemia, hypertension, and myocardial infarction are listed in the promus everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.